Event description:
The catheters were not visualized. The institution requested that the radiology company return and re-shoot the film at a higher intensity. They do not know if is the technique of the radiologist or the radiopacity of the catheter or any number of factors in between for this visualization problem. Unfortunately the response of the nursing facility prior to this incident has been for replacment of another PICC line via fluoroscopy.